Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced a recurrent vaginal prolapse. The patient had a mesh erosion in the anterior compartment two years after the procedure. On (B)(6) 2009, the mesh was explanted. The patient also had reconstruction of her vagina.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).